Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Analysis of the sheath handle found the friction gasket torn apart, with the base still adhered to the shaft of the sheath and the flange torn loose from the screw component, as part of the flange was still adhered to the screw. This anomaly must have caused some difficulty with operating the steering knob when it engages onto the gasket before it was torn apart. Microscopic inspection of the hemostatic valves identified the internal valve torn by the center slit on the inner face, compromising the valves' ability to seal pressure and fluid with the sheath. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Event description:
It was reported that both the farawave pulsed field ablation catheter and faradrive steerable sheath were prepped normally on the back table. During preparation, there was no apparent issues and the farawave catheter was able to be deployed into flower and basket configuration. During the procedure to treat persistent atrial fibrillation and considered off-label use, transeptal was normal and the catheter was inserted. Upon catheter withdrawal from the sheath, the catheter appeared mangled, even in its undeployed neutral state. Attempts were made to deploy the catheter, the splines exhibited a cobra shape and the petals perpendicular to each other. The catheter was manually corrected outside of the body but when the catheter was reinserted into the body, the splines inverted again. Subsequently, the catheter was replaced, and the same sheath was used with the new catheter when the spline inversion reoccurred. Subsequently, the sheath was replaced. The second sheath also experienced deflection mechanism issue when turning the deflection control knob and was replaced with a third sheath. The procedure was completed and there were no patient complications. The device was received for analysis.